Manufacturer narrative:
According to clinical support, rainbow glare effect is a general side effect that is mentioned in the laser manuals. (B)(4).

Event description:
Upon follow up, patient reports seeing rainbows around lights at one day post-operative appointment. The patient continues to be monitored.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported rainbow glare in a patient's right eye post lasik. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.